Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verified that the reported event code was logged and that device was unable to deliver shock. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device has logged an event code in its memory that is indicative of a failure of the device to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted stryker to report that their device has logged an event code in its memory that is indicative of a failure of the device to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.